Event description:
The physician reported to an integra sales rep that the unit was not working properly and the adjustment knobs did not change the power correctly. There was no pt contact or injury. There was no delay in surgery. Add'l clinical info was requested and on (B)(6) 2012, the integra sales rep provide the following info: the product problem was discovered during routine testing before surgery. The problem was described as "incremental changes in knob settings for power result in no change or a large change. Not continuous". Date of the event was unk. It was confirmed that there was no pt contact, injury, or delay in surgery. The procedure was for a tumor resection. There was no replacement product available. However, the procedure was completed without any issue.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been indicated based upon the reported info.